Event description:
An 8f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post coronary intervention procedure (pci). The patient was discharged. Seven days later, the patient returned to the hospital with an infection and pyrexia. The patient has pain, erythema, and a discharge at the puncture site. The patient was placed on intravenous antibiotics. The patient was reported to be in a stable condition.

Event description:
Reportedly, the pt was gardening and lawn mowing the day after the procedure, the physician felt this was probably the cause of the infection ; not the angio-seal device.